Event description:
A healthcare professional reported that bss (balanced salt solution) leaked during a cataract with intraocular lens implant procedure. The case was completed with no harm to the pt.

Manufacturer narrative:
The investigation is in progress. A sample is expected, but has not yet been received for evaluation. A root cause has not been identified. (B)(4).